Manufacturer narrative:
A review of the device history records has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, a soft tissue attachment for a reduction forceps was found out to be broken when it was placed in a sterilization device before open reduction internal fixation (orif) for distal radius fractures. The soft tissue attachment was used in surgery since there was no problem in its function. It is unknown if there was a surgical delay. There was no adverse consequence to the patient. This report is for one (1) soft tissue attchmt/j-shaped f/bone reduction forceps. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Part: 03.111.751; lot: 514402; manufacturing site: (B)(4); supplier: (B)(4); release to warehouse date: june 09, 2016 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material criteria at the time of release with no issues documented during the manufacturing process. The used raw material ppsu with batch number 611346 is documented in certificate of compliance (coc) from supplier. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Visual inspection: the knob feature of the soft tissue attachment presents one broken off side wall. The broken off part was also returned for investigation. Additionally, the instrument presents normal signs of use. Dimensional inspection: not required per selected investigation flow as it concerns a post-manufacturing caused use related damage of the device. Drawing/specification review: not required per selected investigation flow as it concerns a post-manufacturing caused use related damage of the device. Material review: this instrument is made of ppsu lsg black. According to the device history record (DHR), the correct material was used. Summary the complaint condition is confirmed as one side wall of the knob feature is broken off. This production lot (514402) was manufactured in june 2016 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. There were no issues during the manufacture of this product that would contribute to this complaint condition. The damage occurred is determined to be post production/acceptance criterias. Although a definitive root cause for the breakage could not be determined, it is likely that this complaint condition was due to excessive force/strain during use or sterile processing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.